Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The event date is an approximation. On (B)(6) 2026, the cgm was reading 250 mg/dl, and the bg reading was 26 mg/dl. The patient´s wife noticed that the patient was experiencing symptoms of hypoglycemia including distress, shaking, and confusion. The wife then called paramedics and gave orange juice to the patient. The sensor was removed. Paramedics arrived and treated the patient with glucose and peanut butter sandwich. The patient recovered after 45 minutes. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.